Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the product will not deflate prior to use.

Manufacturer narrative:
Submission date: 08/17/2018 an investigation was performed for the reported customer complaint: ¿the customer reports the product will not deflate prior to use.¿ a review of the device history record (DHR) for the reported lot number: 7257u10qx indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. No deficiencies were recorded relating to this customer report or involving the specified lot number. Molded component records were also examined with no issues noted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. During manufacturing, control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during the molding, printing, assembly and packaging processes. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspec tions, machine maintenance/operation and personnel training and certification. A complaint sample was received for evaluation. Testing of the sample resulted in the product deflating without issue. The reported condition was unable to be replicated. The reported customer complaint is not confirmed. A root cause could not be determined. At this time, there is not enough information to warrant further action. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.